Manufacturer narrative:
<Inspection by engineer from distributor> - no defects were found with yag energy check and focus shift check. - there is no health injury based on the field investigation report. <nidek final inspection record> - we investigated DHR of the unit, and confirmed that it meets all the required quality criteria. - no patient injury was reported, and patient information is not available. This complaint was reported to nidek distributor in (B)(4). Nidek determined this failure mode is a reportable event as this information has a potential to contribute a serious injury and the same device marketed in united states.

Event description:
We received complaint from the distributor on 8/10/2017: while using yag laser, pit occurred on iol. It occurs 1-2 times out of every 10 times. The doctor has used yag laser model: yc-1800 for 10 years, therefore; he purchased same model yc-1800 a month ago as a replacement of old one. The service engineer from the distributor checked yag laser energy and focus shift, and found no defect.